Manufacturer narrative:
Additional information: h3, h6 and h10. H10: the device was received for evaluation. A visual inspection with the naked eye identified damage on the tubing approximately six (6) inches from the drain bag port. Functional tests including clear passage and clamp function tests were performed with no issues noted. Leak testing failed due to a leak from the damage on the tubing. The reported condition was verified. The cause of the condition was determined to be a manufacturing related issue during the tubing extrusion process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the capd disconnect y set leaked; further described as ¿underpad was wet¿. There was a hole in the drain bag line eight inches from the drain bag. This was observed during draining of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.